Event description:
Consumer complaint of blood results reading of "lo". When the customer attempted the blood test, the result displayed as "lo" today. Customer is feeling fine and requires no medical attention. Customers expected results 100mg/dl. Verified the strips expire on 07/31/2016 and that the strips were first opened (B)(6) 2015. Customer confirms the strips are stored properly. Memory 1: lo (B)(6) 2015 06:44:00 pm; memory 2: 140mg/dl (B)(6) 2015 11:12:00 pm. The customer does not want to perform a back to back blood test. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had low glucose value.